Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Wheel locks will not slide back anymore which is preventing them from being tightened anymore. Limitations of the depth of the wheel lock is preventing the adjustability.